Event description:
It was reported that the patient was feeling as if they had "hardly any energy at all." The patient was concerned the pacemaker was not "working the way it should." It was further reported that the patient was found to have developed atrial fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.